Event description:
During a ventricular tachycardia ablation procedure using a therapy cool flex ablation catheter, a cardiac tamponade occurred. A response ep catheter was in the right atrium and in the right ventricle. A non-sjm catheter was placed along the bundle of his and the therapy cool flex ablation catheter was placed in the right ventricular outflow tract (rvot). During mapping, it was noted that cardiac movement was reduced on fluoroscopy. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. Further information has been requested but not yet received.

Manufacturer narrative:
(B)(4). One therapy cool flex ablation catheter and one genconnect (stockert) cable were returned for evaluation. Visual inspection revealed no anomalies. Functional testing revealed no anomalies and the devices met sjm specifications. The devices met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported cardiac tamponade remains unknown. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.

Event description:
Additional information received indicated noise was noted on the ECG when pace mapping was performed while using this ablation catheter. After several tests in the ep recording system and disabling the velocity while pace mapping, the genconnect (stockert) cable was exchanged, and the signal appeared clear.